Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 600 mg/dl at the time of the incident. Customer other relevant blood glucose level was 443 mg/dl, 377 mg/dl, 410 mg/dl, 405 mg/dl, 320 mg/dl, 299 mg/dl, 294 mg/dl, 444 mg/dl, 437 mg/dl, 410mg/dl and 390mg/dl. Customer declined trouble shooting for high blood glucose. The insulin pump will not be returned for analysis.